Event description:
It was reported that the patient presented for pre-discharge check after implant of the right atrial lead. An interrogation revealed that the lead exhibited elevated pacing impedance, over-sensing, p-wave amplitude variation and loss of capture. A chest x-ray confirmed that the lead had dislodged from the original position. Fluoroscopy showed that the helix was completely retracted, and tissue was observed in the helix. The patient was scheduled for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, oversensing, p-wave amplitude variation, high pacing impedance and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After the lead was cleaned, the helix was able to retract and extend when torque was directly applied to the connector pin. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was due to the helix clogged with tissue. The reported events of failure to capture, oversensing, p-wave amplitude variation and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical tests did not find any indication of conductor fractures or internal shorts